Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit has error code message of (da) pcba adc (data acquisition/printed circuit board assembly/ analog digital converter) failed. It is unknown if the unit was in clinical use at the time the reported issue.

Manufacturer narrative:
The field service engineer (fse) observed that the unit failed data acquisition (da) pcba adc failed during servicing on (B)(6) 2017, a data acquisition (da) pcba was returned to failure investigation (fi) lab for evaluation. Visual inspection of the returned da pcba revealed no evidence of damage or contamination. Fi technician installed the da pcba into the fi test ventilator. Fi technician performed an operational tests and passed. The reported problem could not be confirmed due to no failures were identified.

Event description:
The manufacture's field service engineer (fse) reported that during servicing, fse observed the unit has error code message of data acquisition (da) pcba adc failed. There was no patient involvement.